Event description:
Reference number (B)(4). Event occured in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose was 270 mg/dl and the patient was treated with insulin pen. No further information is available.